Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: [missing records: records of CT showing strandy changes and slightly tented mesh were not provided.]. On (B)(6) 2012: [facility ni]. (B)(6), md. Office notes. Umbilical hernia; history of chronic drainage from umbilicus for past 20 years. Umbilical hernia repaired with a dual mesh in (B)(6); continued chronic drainage from umbilicus. Motor vehicle accident (B)(6); since has chronic pain at umbilicus. Seen in emergency room on (B)(6) 2012 due to bloody drainage from umbilicus; diagnosed with mesh infection based on CT findings, given antibiotics. Drainage has improved but continues to have chronic discomfort. Dr. (B)(6) offered a two-stage operation to first remove the mesh, then replace the mesh after site healed. Referred to our office for second opinion. Never smoker, occasional alcohol. Weight 277 pounds, bmi 49.07. Abdomen: soft, obese, tender at umbilicus, no redness, no drainage, no evidence of recurrent hernia. Impression: umbilical hernia, morbid obesity, omphalitis. Plan: best approach would be to remove the mesh and the umbilicus itself then close abdominal wall defect with a biologic mesh. Risks and benefits explained. On (B)(6) 2012: [facility ni]. (B)(6), md; (B)(6), md, resident. History and physical. Drainage from umbilicus following umbilical hernia repair in (B)(6); recovered with no complications. In (B)(6), involved in motor vehicle accident; a lot of seatbelt damage around surgical site. Since, has had intermittent drainage from umbilicus; few times a week, increased pain. This past march, noticed blood draining from umbilicus; CT showed previous mesh repair to be displaced. Put on antibiotics for 2 weeks but states still having drainage. Fevers off and on past few months. Has seen 2 other surgeons regarding this problem. Denies tobacco, social drinker; one per month. Abdomen: obese, surgical scars noted ¿ previous umbilical hernia repair, bowel sounds present x 4. Imaging: CT abdomen/pelvis on (B)(6) 2012: postsurgical changes with a hernia repair at the anterior abdominal wall at level of umbilicus. Minimal strandy changes in subcutaneous fat deep to the umbilicus; no evidence of focal fluid collection or abscess formation. Rest of CT unremarkable. The postsurgical hernia repair mesh is slightly tented without evidence of recurrence of the hernia. Impression/plan: displaced mesh from prior umbilical hernia repair with abdominal pain. Diagnostic laparoscopy prior to removal of infected mesh. Importance of weight loss and diet discussed in detail. Addendum: drainage is intermittent, foul smelling, purulent at times; accompanied by significant pain. Cleans it well with soap and water. Morbidly obese with bmi of 49. Tenderness to palpation immediately around umbilical hernia repair; probing of umbilicus did not reveal active drainage or draining sinus. No fluctuance, induration, or edema. No open wounds. Has compromised mesh with possible hernia recurrence. Advised medically supervised weight loss program. Will schedule diagnostic laparoscopy, adhesiolysis, removal of mesh, possible laparotomy, possible bowel resection. Will ask orthopedic surgeon from total knee arthroplasty approximately one month ago if it would be okay to proceed with removal of infected mesh. After mesh removed and she received a several week to several month course of intravenous antibiotics, will bring back for staged hernia repair, either open or laparoscopic. On (B)(6) 2012: [facility ni]. (B)(6), md; (B)(6), md, resident. Office notes. Postoperative removal of mesh and primary umbilical hernia repair. Recently admitted to hospital with pulmonary embolism; now on coumadin [blood thinner]; found to have clotting disorder. Bowels somewhat loose after meals, no nausea/vomiting, no problems with incisions. Incisional pain controlled with ibuprofen. Abdomen: soft, nontender. Incision: healing well, no drainage, erythema, hernia, seroma, swelling or dehiscence. Incision well approximated. Impression: doing well postoperatively. Plan: continue current medications. Wound care discussed. Increase activities as tolerated. Staples removed today; no need for follow up. Addendum: incisions healing well. Minimal swelling consistent with recent hernia repair; no recurrence of hernia. Avoid heavy lifting (greater than 20 pounds) for at least another 1-2 months. May go back to driving, light duty work. Continue usual household activities; slowly re-introduce athletic activities. Anticoagulation managed by primary care physician and hematologist. On (B)(6) 2012: [facility ni]. (B)(6), md; (B)(6), md, resident. Office notes. Back/abdominal pain. Known from previous infected mesh removal, umbilical hernia repair. States about a week out from surgery, started right back pain with radiation to right flank, hip, abdominal/hip crease and right groin; pain worse when moves or touches area. Denies new bulges. Abdomen: umbilical site repair healing well, no erythema or discharge, no recurrence at umbilical site. Severe tenderness to touch in right groin; no hernias. Obtain CT abdomen/pelvis. Addendum: pain not near prior surgical site. Incisions healing well, abdomen soft; minimal swelling consistent with recent hernia repair. I do not feel this is related to hernia repair or any intra-abdominal process. Will proceed with CT; if negative recommend evaluation by spine surgeon or musculoskeletal specialist. On (B)(6) 2013: [facility ni]. (B)(6), md. Office notes. Persistent abdominal pain at anterior abdominal wall and prior hernia repair site. Movement or palpation elicits pain. Recently came to emergency room for sanguinous umbilical drainage; told there was a small draining area of wound; according to patient, no longer draining. Incisions healing well, abdomen soft. Umbilical incision doe no [sic] have signs of infection. Palpation of abdomen elicits tenderness mainly around periumbilical and paraumbilical areas; no guarding or rebound, no masses or hernias in groin. Examination of umbilicus reveals no ¿holes¿ or drainage. Unclear as to the etiology; do not see any evidence of persistent umbilical drainage at this time. In regards to abdominal pain, main differential includes recurrent or de novo [new] hernia versus persistent intra-abdominal adhesions. Will proceed with CT abdomen/pelvis; if negative, consider diagnostic laparoscopy. On (B)(6) 2013: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: left lower quadrant abdominal pain on and off since (B)(6) 2012. History of lysis of adhesions, removal infected mesh. Impression: nonenlarged scattered mesenteric lymph nodes are nonspecific; no evidence of adenopathy. Postsurgical changes in anterior abdominal wall. Otherwise, unremarkable unenhanced CT abdomen/pelvis. On (B)(6) 2013: (B)(6). (B)(6), md. Radiology ¿ x-ray small bowel. Indication: hiatal hernia, gastroparesis, mass in abdomen. Impression: normal small bowel series. [Missing records: records for CT scan revealing soft tissue mass within right lower quadrant were not provided.] On (B)(6) 2014: [facility ni]. (B)(6), md. History and physical. Right pelvic mass. Recently hospitalized for right lower quadrant discomfort. CT scan revealed soft tissue mass within right lower quadrant in vicinity of terminal ileum and inferior aspect of cecum. Pelvic ultrasound revealed right ovarian cyst. Also, does have a ventral hernia with small bowel loops and the hernia sac, which extends to the right inferior lateral aspect of the umbilicus, which is reducible, no signs of skin angulation or incarceration. Medications: coumadin, methylprednisolone [steroid]. Weight 272 pounds, bmi 48.27. Plan: laparoscopic ventral hernia repair with mesh, possible open; all risks and benefits discussed. History of 5 pulmonary embolisms with hypercoagulable state; hematology consult for perioperative anti-coagulation management. Pulmonary and cardiology clearance. On (B)(6) 2014: [missing records: records for CT scan abdomen/pelvis showing suprapubic ventral hernia and moderate-sized ventral hernia were not provided.] On (B)(6) 2014: [missing records: an operative report detailing ¿laparoscopic converted to open recurrent ventral hernia repair with parietex mesh¿ was not provided.] On (B)(6) 2014: [facility ni]. Nurse notes. Presents due to drain not draining properly. Continues on coumadin and lovenox for pulmonary embolism prevention. Also, having some drain [sic] from navel area daily. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. First postoperative follow up after recurrent ventral incisional herniorrhaphy with mesh. Doing very well; denies nausea, vomiting, tolerating diet. States she feels much better than she did for many years. Incision clean, dry, intact; staples in place. Jackson-pratt drain still putting out 50 cc in 24 hours of serous fluid. Back on (B)(6) for staples and jackson-pratt removal. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Follow up. Doing well; denied pain; taking norco every other day. Tolerating diet with good bowel movements. Incision clean, dry, intact except one area in periumbilical region where 1 cm of granulomatous tissue without evidence of infection or drainage. Jackson-pratt drain in place; last [sic] than 20 cc in 24 hours output of serous fluid. Discontinue staples and jackson-pratt today. See back in 4 weeks. Did mention she had lack of appetite; has prolonged history of delayed gastric emptying. On (B)(6) 2014: [missing records: records detailing ¿incision and drainage of a large abdominal wall abscess¿ were not provided.] On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Follow up ventral hernia repair; postoperatively developed abdominal wall abscess that was drained february 24. Doing very well; denies abdominal pain; no nausea or vomiting. Wound looks clean with tingling as well as tissue. Has been doing dressing changes twice a day. No arrhythmia [sic], induration or drainage. Afebrile since discharged from hospital, however developed low-grade fever 100.9 yesterday. Continue wound care with wound vacuum assisted closure. Started on augmentin for 5 days. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Doing well; incision healing properly within the granulomatous tissue. Still applying wound vacuum assisted closure and home health care. Abdomen soft, nontender. Continue wound care with wound vacuum assisted closure. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Treated with wound vacuum assisted closure with very good results. Incision looks clean and dry with pink granulomatous tissue, almost at the level of the skin with peripheral epithelialization. Does have some nausea with lack of appetite; getting enough oral intake. No evidence of recurrent hernia. Follow up dr. Stalin regarding delayed gastric emptying. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Doing well; denies nausea, vomiting; tolerating diet. Said abdominal pain markedly improved. Wound looks almost completely healed with small area of granulous tissue which only needs epithelialization, which I anticipate to happen in next couple weeks. Continue wound care with triple antibiotic. On (B)(6) 2014: [facility ni]. (B)(6), md. History and physical. Delayed gastric empty. States has lots of nausea all the time, no vomiting. Sharp pain randomly. Bowel movements have become more regular since hernia removed; however not having daily. Impression: gastroparesis. On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Overall, doing well, tolerating diet, regular bowel movements. Incision almost completely healed with very small area of granulous tissue. Does have some palpable hardness around incision; most likely related to healing process and the postoperative abscess. However, I would like to obtain CT scan of abdomen/pelvis to rule out recurrent hernia. [Missing records: records for CT scan to rule out recurrent hernia were not provided.] On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Follow up ventral hernia repair with mesh. Subsequently had abdominal wall abscess drained under incision; was left open to allow healing from bottom up. Incision almost completely healed with some epithelialization. Does have left lower quadrant intermittent pain. CT on (B)(6) to rule out fluid collection. [Missing records: records for CT scan to rule out fluid collection were not provided.] On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Super-morbidly obese with bmi 50.85 (287 lbs.). Had previously undergone attempted laparoscopic converted to open recurrent ventral hernia repair with parietex mesh by dr. (B)(6) on (B)(6) 2014. CT scan abdomen/pelvis on (B)(6) 2014 had shown a suprapubic ventral hernia with fat as content of hernia sac, in addition to a moderate-sized ventral hernia with small bowel loops as content of hernia sac. She subsequently developed a surgical site infection and underwent incision and drainage of a large 10 x 10 x 10 cm abdominal wall abscess on (B)(6) 2014. Treated with a wound vacuum assisted closure application with very good results. Did have some nausea with lack of appetite; however, was getting enough oral intake. Previous small bowel series on (B)(6) 2013 was normal. Gastric emptying study on (B)(6) 2011 consistent with delayed gastric emptying. No pain in abdomen. Feels like food getting stuck in throat and has to throw up; having frequent nausea/vomiting. Medical history: gastroesophageal reflux disease, hiatal hernia. Social: never smoker, occasional alcohol, 4 a month. Medication: aspirin. Impression: gastroparesis. On (B)(6) 2015: [missing records: records for CT scan showing recurrent midline hernia were not provided.] On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Follow up for recurrent ventral hernia repair on (B)(6) complicated by surgical site infection with abdominal wall abscess. Stated hernia tender over last 2 weeks after severe pneumonia with constant cough. No obstructive symptoms, no nausea, vomiting or bowel obstruction. Morbidly obese and has multiple risk factors for hernia recurrence including obesity, the fact hernia has recurred 4 times in same location and she is susceptible to infections. Strongly encouraged to lose weight and consider weight reduction surgery. Schedule to see dr. (B)(6) in (B)(6) clinic as soon as possible. I¿ll see her hopefully after losing significant amount of weight to minimize risk of infection and recurrence. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. CT scan abdomen/pelvis on (B)(6) 2015 had shown a recurrent midline hernia containing small bowel with no evidence of bowel obstruction. Dr. (B)(6) advised to go ahead with bariatric surgery to help with preoperative weight loss before attempting to repair recurrent ventral hernia to decrease risk of recurrence. On (B)(6) 2016: [facility ni]. Telephone encounter. Abdominal pain, trouble with bowel movements. States pain has leveled off but concerned ventral hernia may be back. Will go to emergency room tonight if pain increases in abdomen. On (B)(6) 2016: [facility ni]. Telephone encounter. Previous hernia, blood coming from belly button. Difficulty getting around since orthopedic surgery; due to straining, belly button bled today. It is next to her hernia scar which is less than a year old. Told her not uncommon since she has another hernia in the area and she is trying to exercise. Fine now, will keep an eye on it and call if happens again. On (B)(6) 2016: [facility ni]. (B)(6), pa. Office notes. Foul smelling drainage from belly button. Nausea, no vomiting. Poor appetite. Has a hernia repair she thinks is the problem of drainage; several hernia repairs and mesh removal in past. Last CT on (B)(6) 2015; hernia containing small bowel, no evidence of small bowel obstruction. The hope was to undergo bariatric surgery before repairing hernia; undergoing screening, but having difficulty with activity portion because of frozen knee. Abdomen: soft, obese, nontender, bowel sounds normal. Well-healed incision, no drainage noticed. No hernia palpable. Impression: umbilical hernia. Plan: CT abdomen/pelvis to further evaluate hernia, any possible fluid collections. On (B)(6) 2016: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: known umbilical hernia with drainage for 2 months, low abdominal pain. Impression: stable ventral abdominal wall defect without evidence of herniated bowel loop or abscess. On (B)(6) 2017: [facility ni]. Telephone encounter. States there is an infection in abdomen; leaking out of belly button; odor and yellow discharge with blood. On antibiotics in march; since off, infection came back. Weight 298.2. Explained cannot call in antibiotic; needs to see primary care physician. On (B)(6) 2017: [facility ni]. (B)(6), md. Office notes. Follow up painful recurrent umbilical hernia. Nausea/vomiting, poor appetite, bowel movement once a week. Has gurgling and pulling sensations, no bulging at site. Could not appreciate any palpable bulge. States drainage has stopped since (B)(6) this year. In process of bariatric evaluation. Given morbid obesity, multiple recent surgeries to knee, other comorbidities; would postpone intervention on ventral hernia unless absolutely necessary. Recommend significant weight loss, bariatric surgery before any further surgical intervention. See after bariatric surgery. On (B)(6) 2018: [facility ni]. Telephone encounter. Pain where hernia was for last 2 to 3 months; pain between right groin and lower abdominal area for several months, getting worse. States told by dr. Moustarah regarding bariatric surgery, recommended not going forward due to mobility issues. Per dr. (B)(6), follow up with primary care physician regarding pain. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) hospital. (B)(6), do. Radiology-CT abdomen/pelvis. Indication: umbilical hernia. Abdominal pain. Findings: minimal atelectasis is present at the right lung base. The remainder of the lung bases are clear. The visualized heart a pericardium have a normal appearance. The liver, spleen, pancreas, adrenal glands, and kidneys have a normal appearance. There is no retroperitoneal adenopathy. A small periumbilical hernia is present containing fat only measuring approximately 1 cm. No other ventral abdominal wall hernia is identified. Impressions: small periumbilical hernia containing fat only. (B)(6) 2008: (B)(6) hospital. (B)(6) , md. History and physical. Complaining of persistent epigastric pain radiating to left and right upper quadrants, causes her to double over when standing. At age of 16 diagnosed with ulcer and reflux. Exam: abdomen; obese. Tenderness in epigastric area. Impression: epigastric pain probably secondary to gastroesophageal reflux disease and esophagitis. Rule out gastric ulcer, gastritis, and duodenal ulcer. Plan: egd [esophagogastroduodenoscopy] and biopsy. (B)(6) 2009: (B)(6) hospital. (B)(6), md. History and physical. Three month history of persistent epigastric pain associated with nausea, but no vomiting. Exam: abdomen; obese, tenderness in epigastric area. Impression: epigastric pain, probably gastritis. Rule out peptic ulcer disease. Rule out barrett¿s esophagus. Plan: esophagogastroduodenoscopy. Records between (B)(6) 2009 and (B)(6) 2012 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code[s]: h6: updated investigation findings: h6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 1998 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6), 2009 through (B)(6), 2012 were not provided. Patient information: medical history: obesity (B)(6) 2000: 280 lbs., bmi 49.6 (B)(6) 2008: ¿morbidly obese. The skin was noted to be irritated and deep because of patient¿s obesity.¿ (B)(6) 2009: 272 lbs., bmi 48.2 (B)(6) 2012: 277 lbs., bmi 49.07 (B)(6) 2014: 262 lbs., bmi 46.4 (B)(6) 2017: 298.2 lbs., bmi 52.8 (B)(6) 1999: chronic obstructive pulmonary disease [copd] 2008: motor vehicle accident [mva]; abdominal pain and drainage from the umbilicus since. (B)(6) 2008: gastroesophageal reflux disease [gerd] (B)(6) 2012: mesh infection (B)(6) 2012: chronic drainage from umbilicus past 20 years. Umbilical hernia. (B)(6) 2014: ventral hernia with small bowel loops; hernia sac extends to right inferior aspect of umbilicus; reducible. (B)(6) 2016: foul smelling drainage from belly button. Umbilical hernia. (B)(6) 2016: stable ventral abdominal wall defect; no herniated bowel loop or abscess. Surgical procedures: unknown dates: cesarean section x 2 (B)(6) 1998: total abdominal hysterectomy (B)(6) 2000: laparoscopic cholecystectomy 2006: unilateral salpingo-oophorectomy (B)(6) 2008: repair of umbilical hernia with mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2012: diagnostic laparoscopy, lysis of adhesion, removal of the infected mesh, and primary repair of umbilical hernia. (B)(6) 2014: attempted laparoscopic converted to open recurrent ventral hernia repair with parietex mesh. (B)(6) 2014: incision and drainage of large 10 x 10 x 10 cm abdominal wall abscess. Implant preoperative complaints: (B)(6) 2008: CT abdomen/pelvis [a/p]. ¿indication: umbilical hernia. Abdominal pain. Findings: there is no retroperitoneal adenopathy. A small periumbilical hernia is present containing fat only measuring approximately 1 cm. No other ventral abdominal wall hernia is identified. Impressions: small periumbilical hernia containing fat only.¿ (B)(6) 2008: ¿indications: patient is a 39 year-old morbidly obese white female with omphalitis [infection of the umbilicus and/or surrounding tissues] and umbilical hernia.¿ implant procedure: repair of umbilical hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/05491121, 8cm x 12 cm x 1mm thick] implant date: (B)(6) 2008 description of hernia being treated: ¿a transverse infraumbilical incision was then made. The incision was deepened to the subcu. Using blunt dissection the umbilical skin was encircled. The skin was then dissected from the underlying fascia. The skin was noted to be irritated and deep because of patient¿s obesity. After separating the skin from the fascia the defect was identified and was noted to be rugged, measuring about 5 x 6 cm.¿ implant size and fixation: ¿the edge of the fascia was then separated from the omentum, which was returned to the peritoneal cavity. Because there is no acute infection in the operative site a decision was made to use dual mesh instead of primary closure. Because of patient¿s obesity primary closure will result in hernia recurrence. The dual mesh was then sutured to the fascia using 0 prolene in a running fashion. The wound was irrigated with saline. Hemostasis was secured. The incision was then close in layers using 2-0 vicryl for the inner layer. The skin was closed with 4-0 monocryl in a subcuticular fashion and reinforced with steri-strips.¿ (B)(6) 2008: intraoperative note. Wound classification: ¿dirty.¿ relevant medical information: (B)(6) 2008: ¿complaining of persistent epigastric pain radiating to left and right upper quadrants, causes her to double over when standing. At age of 16 diagnosed with ulcer and reflux. Exam: abdomen; obese. Tenderness in epigastric area. Impression: epigastric pain probably secondary to gastroesophageal reflux disease and esophagitis. Rule out gastric ulcer, gastritis, and duodenal ulcer. Plan: egd [esophagogastroduodenoscopy] and biopsy.¿ (B)(6) 2009: ¿three month history of persistent epigastric pain associated with nausea, but no vomiting. Exam: abdomen; obese, tenderness in epigastric area. Impression: epigastric pain, probably gastritis. Rule out peptic ulcer disease. Rule out barrett¿s esophagus. Plan: egd.¿ (B)(6) 2012: ¿umbilical hernia; history of chronic drainage from umbilicus for past 20 years. Umbilical hernia repaired with a dual mesh in 2008; continued chronic drainage from umbilicus. Motor vehicle accident 2009; since has chronic pain at umbilicus. Seen in emergency room (B)(6) 2012 due to bloody drainage from umbilicus; diagnosed with mesh infection based on CT findings, given antibiotics. Drainage has improved but continues to have chronic discomfort. Offered a two-stage operation to first remove the mesh, then replace the mesh after site healed. Referred to our office for second opinion. Weight 277 pounds, bmi 49.07. Abdomen: soft, obese, tender at umbilicus, no redness, no drainage, no evidence of recurrent hernia. Impression: umbilical hernia, morbid obesity, omphalitis. Plan: best approach would be to remove the mesh and the umbilicus itself then close abdominal wall defect with a biologic mesh. Risks and benefits explained.¿ explant preoperative complaints: (B)(6) 2012: history and physical. ¿drainage from umbilicus following umbilical hernia repair in 2007; recovered with no complications. In 2009, involved in motor vehicle accident; a lot of seatbelt damage around surgical site. Since, has had intermittent drainage from umbilicus; few times a week, increased pain. This past march, noticed blood draining from umbilicus; CT showed previous mesh repair to be displaced. Put on antibiotics for 2 weeks but states still having drainage. Fevers off and on past few months. Has seen 2 other surgeons regarding this problem. Abdomen: obese, surgical scars noted ¿ previous umbilical hernia repair, bowel sounds present x 4. Imaging: CT abdomen/pelvis (B)(6) 2012: postsurgical changes with a hernia repair at the anterior abdominal wall at level of umbilicus. Minimal strandy changes in subcutaneous fat deep to the umbilicus; no evidence of focal fluid collection or abscess formation. Rest of CT unremarkable. The postsurgical hernia repair mesh is slightly tented without evidence of recurrence of the hernia. Impression/plan: displaced mesh from prior umbilical hernia repair with abdominal pain. Diagnostic laparoscopy prior to removal of infected mesh. Importance of weight loss and diet discussed in detail. Addendum: drainage is intermittent, foul smelling, purulent at times; accompanied by significant pain. Cleans it well with soap and water. Morbidly obese with bmi of 49. Tenderness to palpation immediately around umbilical hernia repair; probing of umbilicus did not reveal active drainage or draining sinus. No fluctuance, induration, or edema. No open wounds. Has compromised mesh with possible hernia recurrence. Advised medically supervised weight loss program. Will schedule diagnostic laparoscopy, adhesiolysis, removal of mesh, possible laparotomy, possible bowel resection. Will ask orthopedic surgeon from total knee arthroplasty approximately one month ago if it would be okay to proceed with removal of infected mesh. After mesh removed and she received a several week to several month course of intravenous antibiotics, will bring back for staged hernia repair, either open or laparoscopic.¿ (B)(6) 2012: indication: ¿the patient is a 43-year-old female who had a previous history of umbilical hernia repair with mesh. The patient was involved in a motor vehicle accident in 2008 and since then, she has been having abdominal pain and drainage from the umbilicus. Subsequently, she had a CT scan of the abdomen which showed the migration of the mesh with increased abdominal discomfort and pain. The patient was seen in the clinic for evaluation. Diagnostic laparoscopy with possible removal of infected mesh and possible laparotomy was discussed with the patient and she understood and wished to proceed. Risks, benefits, and alternatives were once again discussed with the patient, including but not limited to bowel/bladder/solid organ injury, bleeding, superficial or deep infection, colostomy, abdominal wall hernia, and anesthetic complications. She understands and wishes to proceed.¿ explant procedure: diagnostic laparoscopy, lysis of adhesion, removal of the infected mesh, and primary repair of umbilical hernia. Explant date: (B)(6) 2012 ¿a small skin incision was made in the left upper quadrant and the 5 mm laparoscope was inserted into the subcutaneous fascia into the abdominal cavity under direct visualization. Once the abdominal cavity was entered, the pneumoperitoneum was achieved. Then the left lateral and the epigastric ports were placed under direct visualization. There is a small amount of adhesions to the abdominal wall. This was dissected with the harmonic scalpel. Once the lysis of adhesions was achieved, there was a small defect that was noted periumbilical. The mesh was visualized within the defect, however, not covering the defect. Then the decision was made to explore the mesh from the umbilicus. Then a 3 cm infraumbilical incision was made horizontally and this was dissected down to the fascia. The mesh was not easily palpated or visualized due to the patient¿s body habitus. The skin incision was extended to further assess the exposure. Once adequate exposure was achieved, the mesh was palpated and this was grabbed with a kocher. Then this was dissected out with electrocautery. The mesh was sent for culture. Due to the nature of the disease and possibility of infection, it was decided to primarily close the defect. The defect measured approximately 4 cm. Then 1-0 prolene was used to close the defect in a running fashion. Once the adequate ___ [sic] was made, the abdominal cavity was reinsufflated. The scope was introduced into the abdominal cavity and the defect repair was visualized. There was a small leak of pneumoperitoneum from the hernia defect. Then the additional 1-0 vicryl was used to approximate this defect and a figure-of-8. This resolved the pneumoperitoneum leak from the defect. Hemostasis was achieved. No further repair was needed at this time. Then the subcutaneous tissue was approximated with 2-0 vicryl and subcutaneous tissue was approximated with 3-0 vicryl and the skin of the periumbilicus was closed with skin staples. The laparoscopic ports incision was approximated with 4-0 vicryl in subcuticular fashion.¿ (B)(6) 2012: [no pathology reports provided.] Relevant medical information: (B)(6) 2012: ¿postoperative removal of mesh and primary umbilical hernia repair. Recently admitted to hospital with pulmonary embolism; now on coumadin [blood thinner]; found to have clotting disorder. Abdomen: soft, nontender. Incision: healing well. Incision well approximated. Impression: doing well postoperatively. Plan: continue current medications. Wound care discussed. Increase activities as tolerated. Staples removed today; no need for follow up. Addendum: incisions healing well. Minimal swelling consistent with recent hernia repair; no recurrence of hernia. Avoid heavy lifting (greater than 20 pounds) for at least another 1-2 months. May go back to driving, light duty work. Continue usual household activities; slowly re-introduce athletic activities. Anticoagulation managed by primary care physician and hematologist.¿ (B)(6) 2012: ¿back/abdominal pain. Known from previous infected mesh removal, umbilical hernia repair. States about a week out from surgery, started right back pain with radiation to right flank, hip, abdominal/hip crease and right groin; pain worse when moves or touches area. Denies new bulges. Abdomen: umbilical site repair healing well, no erythema or discharge, no recurrence at umbilical site. Severe tenderness to touch in right groin; no hernias. Obtain CT abdomen/pelvis. Addendum: pain not near prior surgical site. Incisions healing well, abdomen soft; minimal swelling consistent with recent hernia repair. I do not feel this is related to hernia repair or any intra-abdominal process. Will proceed with CT; if negative recommend evaluation by spine surgeon or musculoskeletal specialist.¿ (B)(6) 2013: ¿persistent abdominal pain at anterior abdominal wall and prior hernia repair site. Movement or palpation elicits pain. Recently came to emergency room for sanguinous umbilical drainage; told there was a small draining area of wound; according to patient, no longer draining. Incisions healing well, abdomen soft. Umbilical incision doe no [sic] have signs of infection. Palpation of abdomen elicits tenderness mainly around periumbilical and paraumbilical areas; no guarding or rebound, no masses or hernias in groin. Examination of umbilicus reveals no ¿holes¿ or drainage. Unclear as to the etiology; do not see any evidence of persistent umbilical drainage at this time. In regards to abdominal pain, main differential includes recurrent or de novo [new] hernia versus persistent intra-abdominal adhesions. Will proceed with CT abdomen/pelvis; if negative, consider diagnostic laparoscopy. (B)(6) 2013: CT abdomen/pelvis. ¿left lower quadrant abdominal pain on and off since 09/2012. History of lysis of adhesions, removal infected mesh. Impression: nonenlarged scattered mesenteric lymph nodes are nonspecific; no evidence of adenopathy. Postsurgical changes in anterior abdominal wall. Otherwise, unremarkable unenhanced CT.¿ (B)(6) 2014: ¿right pelvic mass. Recently hospitalized for right lower quadrant discomfort. CT scan revealed soft tissue mass within right lower quadrant in vicinity of terminal ileum and inferior aspect of cecum. Pelvic ultrasound revealed right ovarian cyst. Also, does have a ventral hernia with small bowel loops and the hernia sac, which extends to the right inferior lateral aspect of the umbilicus, which is reducible, no signs of skin angulation or incarceration. Weight 272 pounds, bmi 48.27. Plan: laparoscopic ventral hernia repair with mesh, possible open; all risks and benefits discussed. History of 5 pulmonary embolisms with hypercoagulable state; hematology consult for perioperative anti-coagulation management. Pulmonary and cardiology clearance.¿ (B)(6) 2014: ¿attempted laparoscopic converted to open recurrent ventral hernia repair with parietex mesh.¿ [no operative report provided]. (B)(6) 2014: first postoperative follow up after recurrent ventral incisional herniorrhaphy with mesh. Doing very well; denies nausea, vomiting, tolerating diet. States she feels much better than she did for many years. Incision clean, dry, intact; staples in place. Jackson-pratt drain still putting out 50 cc in 24 hours of serous fluid. Back (B)(6) for staples and jackson-pratt removal.¿ (B)(6) 2014: ¿super-morbidly obese with bmi 50.85 (287 lbs.). Had previously undergone attempted laparoscopic converted to open recurrent ventral hernia repair with parietex mesh on (B)(6) 2014. CT scan abdomen/pelvis on (B)(6) 2014 had shown a suprapubic ventral hernia with fat as content of hernia sac, in addition to a moderate-sized ventral hernia with small bowel loops as content of hernia sac. She subsequently developed a surgical site infection and underwent incision and drainage of a large 10 x 10 x 10 cm abdominal wall abscess on (B)(6) 2014. Treated with a wound vacuum assisted closure application with very good results. Did have some nausea with lack of appetite; however, was getting enough oral intake. Previous small bowel series on (B)(6) 2013 was normal. Gastric emptying study on (B)(6) 2011 consistent with delayed gastric emptying. No pain in abdomen. Feels like food getting stuck in throat and has to throw up; having frequent nausea/vomiting. Medical history: gastroesophageal reflux disease, hiatal hernia. Impression: gastroparesis.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use states, ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization. Conclusion code remains unchanged.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from prior to (B)(6) 2008 were not provided. (B)(6) 2008: (B)(6) general hospital. (B)(6), md. Operative report. Pre/postop diagnosis: omphalitis and umbilical hernia. Operation: repair of umbilical hernia with mesh. Findings: large defect, about 6 x 5 cm. Indications: patient is a 39 year-old morbidly obese white female with omphalitis and umbilical hernia. Procedure: ¿patient was given preop antibiotics and was brought to the operating room. After undergoing adequate general anesthesia a foley catheter was inserted and the abdomen was prepped and draped in a sterile fashion. A transverse infraumbilical incision was then made. The incision was deepened to the subcu. Using blunt dissection the umbilical skin was encircled. The skin was then dissected from the underlying fascia. The skin was noted to be irritated and deep because of patient¿s obesity. After separating the skin from the fascia the defect was identified and was noted to be rugged, measuring about 5 x 6 cm. The edge of the fascia was then separated from the omentum, which was returned to the peritoneal cavity. Because there is no acute infection in the operative site a decision was made to use dual mesh instead of primary closure. Because of patient¿s obesity primary closure will result in hernia recurrence. The dual mesh was then sutured to the fascia using 0 prolene in a running fashion. The wound was irrigated with saline. Hemostasis was secured. The incision was then close in layers using 2-0 vicryl for the inner layer. The skin was closed with 4-0 monocryl in a subcuticular fashion and reinforced with steri-strips. Sterile dry dressing was applied. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6): [ni]. Intra-operative. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc02. Lot batch code: 05491121. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc02/05491121) was implanted during the procedure. Records between (B)(6) 2008 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6) healthcare. (B)(6), md; (B)(6), md, res. Operative report. Pre/postop diagnosis: infected umbilical mesh. Operation performed: diagnostic laparoscopy, lysis of adhesion, removal of the infected mesh, and primary repair of umbilical hernia. Indication: the patient is a 43-year-old female who had a previous history of umbilical hernia repair with mesh. The patient was involved in a motor vehicle accident in 2008 and since then, she has been having abdominal pain and drainage from the umbilicus. Subsequently, she had a CT scan of the abdomen which showed the migration of the mesh with increased abdominal discomfort and pain. The patient was seen in the clinic for evaluation. Diagnostic laparoscopy with possible removal of infected mesh and possible laparotomy was discussed with the patient and she understood and wished to proceed. Risks, benefits, and alternatives were once again discussed with the patient, including but not limited to bowel/bladder/solid organ injury, bleeding, superficial or deep infection, colostomy, abdominal wall hernia, and anesthetic complications. She understands and wishes to proceed. Description of procedure: ¿after informed consent was signed, the patient was transferred to the operating room where she was placed in a comfortable supine position. After adequate induction of general anesthesia, the patient¿s abdomen was prepped and draped in a sterile fashion. A small skin incision was made in the left upper quadrant and the 5 mm laparoscope was inserted into the subcutaneous fascia into the abdominal cavity under direct visualization. Once the abdominal cavity was entered, the pneumoperitoneum was achieved. Then the left lateral and the epigastric ports were placed under direct visualization. There is a small amount of adhesions to the abdominal wall. This was dissected with the harmonic scalpel. Once the lysis of adhesions was achieved, there was a small defect that was noted periumbilical. The mesh was visualized within the defect, however, not covering the defect. Then the decision was made to explore the mesh from the umbilicus. Then a 3 cm infraumbilical incision was made horizontally and this was dissected down to the fascia. The mesh was not easily palpated or visualized due to the patient¿s body habitus. The skin incision was extended to further assess the exposure. Once adequate exposure was achieved, the mesh was palpated and this was grabbed with a kocher. Then this was dissected out with electrocautery. The mesh was sent for culture. Due to the nature of the disease and possibility of infection, it was decided to primarily close the defect. The defect measured approximately 4 cm. Then 1-0 prolene was used to close the defect in a running fashion. Once the adequate ___ [sic] was made, the abdominal cavity was reinsufflated. The scope was introduced into the abdominal cavity and the defect repair was visualized. There was a small leak of pneumoperitoneum from the hernia defect. Then the additional 1-0 vicryl was used to approximate this defect and a figure-of-8. This resolved the pneumoperitoneum leak from the defect. Hemostasis was achieved. No further repair was needed at this time. Then the subcutaneous tissue was approximated with 2-0 vicryl and subcutaneous tissue was approximated with 3-0 vicryl and the skin of the periumbilicus was closed with skin staples. The laparoscopic ports incision was approximated with 4-0 vicryl in subcuticular fashion. All sponge and needle counts are correct. The patient tolerated the procedure well. The patient was transferred to the recovery in stable condition. Complications: none. Estimated blood loss: minimal.¿ [missing records: records for the CT scan showing ¿migration of the mesh¿ was not provided.] [Missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2012 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2008, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, infection, surgery to remove mesh. Additional event specific information was not provided.